Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that an unknown alarm was emitted by the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: during investigation, the pump was found to be unresponsive. The complaint of a call service alarm issue was not able to be investigated due to no power to the pump. The power issue is being reported in medwatch report number 2531779-2017-0954. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.